Event description:
It was reported that during left anterior tibial angioplasty, catheter stuck on guide wire occurred. The target lesion was located in the left anterior tibial artery. A 2.5mm x 80mm x 150cm coyote balloon catheter was selected to treat the lesion however the device got stuck on the guide wire. The physician pulled the wire and the balloon out of the patient. No patient complications were reported and the patient status is fine.

Event description:
It was further reported that the target lesion was 80%-90% stenosed, was moderately to severely calcified and mildly tortuous. The iliac artery was also moderately tortuous.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The balloon was loosely folded. The inner shaft was buckled 2cm on the distal end of the balloon. The inner diameter of the distal and proximal ends of the wire lumen met the specification. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).